Manufacturer narrative:
Evaluation summary: the returned device was functionally tested with a 6 degree taper stem and the provisional head stayed attached to the stem. The device has potential field ages of 5 years. It is unk exactly how many times this device had been used and autoclaved in the field prior to return. The parts were dimensionally analyzed and some were found to be outside the tolerance zone however with the age of the device, it cannot be confirmed that the device was manufactured out of specification. The devices indicate previous effective usage. In general provisional heads may become worn from normal clinical usage potentially resulting in a loose fit over time. With the info provided, a definitive root cause cannot be determined. Complaints will continue to be monitored. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification.

Event description:
It was reported that the femoral head provisionals are worn and no longer have an adequate fit with the mating stem. This was discovered during an inspection, not during surgery.